Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally put the pump into storage mode. Customer had elevated blood glucose levels (340 mg/dl). Customer delivered a shot to stabilize blood glucose levels. Tandem technical support guided the customer through the load process and insulin delivery was resumed.